Event description:
It was reported that during a lobectomy procedure, the cartridge fell off into the pt. The cartridge was retrieved. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.